Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the rca. Approximately 10 months post index procedure the patient was admitted to hospital. The patient died. Cec adjudicated the death event a cardiac death. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.